Manufacturer narrative:
The manufacturer previously reported a failure of the active exhalation control module. The active exhalation control module was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the active exhalation control module failing was found to be caused by the proportional valve being stuck open.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in use. During the evaluation of the device at a third party service center, a failure of the device's active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.